Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer also reported that there was two air bubbles found in the reservoir near where it connects to the insulin pump. The customer's blood glucose was 217 mg/dl at the time of the incident. The customer stated that she treated the high blood glucose with manual injections. The customer stated that she experienced vomiting. The customer performed high pressure test and the insulin pump passed. The customer stated she was disconnected from the quick release for a short period of time during the hospitalization. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The reservoir will not be returned for analysis.